Event description:
Patient revised to address loosening, osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The root cause could not be determined, but it would not be unreasonable to expect some wear after approximately 13 years of implantation. The need for corrective action was not indicated. Should add'l info be received, the investigation will be reopened. Depuy considers the investigation closed.